Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the act button on the insulin pump is not responding. Customer has to press the buttons very hard to make them work. It was stated that the customer experienced low blood glucose for about a week and would wake up with readings of 2.3 mmol/l. . Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.